Manufacturer narrative:
Please note update to the UDI# in section d4. During use of a 6/7f mynx control device for vascular closure (vcd), the sealant was unsheathed when it was inserted through hub of the sheath. There was no patient injury. Hemostasis was achieved by using another mynx device. The device was used after a peripheral interventional procedure using a retrograde approach. The deployer was mynx trained. The patient¿s medical history included pvd. Heparin was used in the procedure. A competitor 6f sheath was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The hospitalization was bit prolonged and the status was recovered. Additional patient and procedural details were requested but were not provided. The device was not available to be returned for analysis. A product history record (phr) review of lot f1922004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, prep factors and/or handling factors may have contributed to the issue reported since the customer reported that the sealant was exposed during insertion into the sheath. If the outer sleeve is damaged during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynx control device for vascular closure, the sealant was unsheathed when it was inserted through hub of the sheath. There was no patient injury and the device will be returned for analysis. Hemostasis was achieved by using another mynx device. The procedure used a in peripheral interventional procedure using a retrograde approach. The deployer¿s mynx trained. The patient¿s medical history included pvd. Heparin was used in the procedure. A 6f sheath by boston (scientific) was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The hospitalization was bit prolonged and the status was recovered. Additional patient and procedural details were requested but were not provided.